Event description:
The customer reported no light during unspecified gastro procedure involving an olympus gastrointestinal videoscope. The procedure was completed using another device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e4, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent flickering image. A conclusive root cause could not be determined. Based on the investigation results, the most probable cause of the reported malfunction and intermittent flickering image was traced to the failure of an electronic component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.